Event description:
Customer reports that: "during user the bipolar fcps. Made a strange pop/crackle loud noise several times with what appears, as described by the biomed eng., a spark at the tips. During one of these incidents, a vessel was damaged. Surgery was finished with another pair of forceps without any significant delay in surgery or adverse consequences to the patient. The generator that was used during surgery was inspected for the correct output by the biomed department and it was found within the required specifications."

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. During the evaluation, both forceps were tested and observed for coagulation and popping behavior. It was found that popping was occurring more frequently and more loudly when the returned forceps were used, when compared to a new pair of similar forceps. In all cases, popping could be made to occur more frequently if the forceps tips were held closer together. It appears that the observed scratches in the forceps tip surfaces can cause increase popping by creating non-homogeneous current flow between the tips. The generator was found to operate within specification. Based on the results of this investigation, no further action is required. Trends will be monitored for this or similar complaints. At the present time, this complaint is closed.